Manufacturer narrative:
(B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Three (3) volumetrics of 100ml/hr and 50ml were performed and tested in spec. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by user facility: pump was programmed to infuse 50mls of fluid at 100ml/hr. The infusion was started, and 30 minutes later there was no decrease in the fluid level in the bag.